Event description:
The event is reported as: complaint alleges that the balloon burst during use on a long term care patient. No patient injury reported.

Manufacturer narrative:
Per device history report (DHR), investigation did not show issues related to this complaint.